Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This MDR submission is to make a correction to the disposition of the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9568621) in the initial 3500a medwatch report. [Correction]: the stent was discarded and is not available to be returned for evaluation. This information was incorrectly documented as the stent remains implanted in the additional manufacturer narrative section (h.11) of the initial medwatch. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9568621. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the right posterior cerebral artery, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9568621) was impeded in the proximal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31351016) and could not advance any further. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x) from a different lot (31586953) to deliver the original stent. The original stent encountered the same issue as with the first microcatheter. The physician removed stent and the second microcatheter from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 23-nov-2025, additional information was received. The additional information confirmed that the stent-assisted embolization procedure was targeting an aneurysm on the right posterior cerebral artery. A continuous flush had been maintained through the microcatheter. When the stent was removed, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. There was no visible damage noted on the two prowler select plus microcatheters. The replacement stent used to complete the procedure was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative patient impact, and the physician did not consider the reported 10-minute procedure extension to be clinically significant.